Event description:
It was reported that during procedure, the pin driver came apart. No pieces fell into the patient, a wire pin driver was used to place the pins. There was no patient injury or surgical delay involved.

Manufacturer narrative:
H10: a1, d10, h3: updated information. H11: b1, b2, b5, g5, h1, h6: corrected information.

Manufacturer narrative:
H6: the device (one of one) used for treatment was returned for evaluation. Visual and functional inspection confirmed minor scratches on the exterior and that the driver had separated from the main body. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. This failure mode is identified within the risk file. The navio surgical technique guide (pn: 500099 rev c) released at the time of the complaint provides instructions on the navio instrumentation kit. It states that ¿the navio instrument kit consists of a two-level tray that contains all of the required instrumentation for surgery using the navio surgical system. If the equipment breaks or fails during surgery, a sterile backup tray is on-site and can be unwrapped to replace a broken or dropped tool.¿ it also has a warning which states:¿ a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure.¿ the device malfunction occurred during surgery. Based on the information provided, the procedure used the journey instrumentation set to complete the surgery. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.

Event description:
It was reported that during procedure pin driver came apart. No patient injuries or surgical delays involved.